Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 360 mg/dl and a correction bolus was delivered to address bg. Tandem technical support performed a pump system check with the customer and a air bubble was found within the tubing. Customer primed the out the air. Reportedly, insulin therapy was resumed.